Event description:
Healthcare professional reported a xen®45 gts event in unknown eye described as during the initial implant surgery, "xen pierced the conjunctival and was unable to be repositioned so was explanted. Patient had very tight eyelids." Surgery was completed with a second xen®45 gts.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.